Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured; full lead returned and analyzed. It was reported that the patient received inappropriate therapy due to oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination lead conductor component/subassembly failure device was out of specification in a manner that relates to event oversensing shock, inappropriate.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.